Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter would not power on. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient stated the alleged issue began approximately one month prior to contacting lfs for assistance. The patient informed the mss that the meter she was using was the onetouch ultrasmart meter. The patient stated that she manages her diabetes with 40 units of levemir insulin in the morning and 30 units in the evenings, as well as 10 units of novolog insulin before meals. The patient stated that just prior to when the subject meter would not power on, she was experiencing symptoms of a "dry mouth, thirst, a headache and slight sweats" in the morning before eating breakfast (unknown time). Due to the symptoms and not knowing her blood glucose levels the customer stated that she took 8 additional units of novolog insulin as a precaution before breakfast. Approximately 20-30 minutes after breakfast, the patient claimed that she began to "sweat profusely". She stated she self-treated with orange juice, ate more food and progressively felt better through the day. At the time of the initial call to lfs customer service, the patient could not recall the name of the meter since she did not have it with her, therefore troubleshooting could not be performed. The patient informed the mss that she had thrown away the meter but confirmed it was the onetouch ultrasmart. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.